Event description:
Per the clinic, the patient has a history of implant loss and reimplantation. The first implant loss occurred on (B)(6) 2009 and the patient was reimplanted on (B)(6) 2009, with the second stage being completed on (B)(6) 2009. The second implant loss occurred on (B)(6) 2010 when the fixture extruded and was removed in the clinic. Reimplantation occurred on (B)(6) 2010, with the second stage being completed on (B)(6) 2010.

Manufacturer narrative:
(B)(4).